Event description:
It was reported that biomed stated that they received error 80 during calibration. Expected was 6c actual was 34.24c. Flow was1.8 inlet pressure was-7.0 chiller temperature was 30.0. No water in chiller tank. Mixing pump failure. System hours was 6743 pump hours was 6133. Biomed requested quote for 2000-hour service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a mixing pump component failure. Expected was 6c actual was 34.24c. Flow was 1.8 inlet pressure was-7.0 chiller temperature was 30.0. No water in chiller tank. Mixing pump failure. System hours was 6743 pump hours was 6133. Biomed requested quote for 2000-hour service. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that biomed stated that they received error 80 during calibration. Expected temperature was 6c actual was 34.24c. Flow rate was 1.8, inlet pressure was-7.0, chiller temperature was 30.0. No water in chiller tank, mixing pump failure, system hours were 6743, pump hours were 6133. Biomed requested quote for 2000-hour service.